Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact on the customer¿s blood glucose level as it did not exceed critical thresholds. Technical support assisted the customer in attempting to load a new cartridge, but the alarm recurred. Consequently, technical support decided to replace the pump, which was still under warranty. In the meantime, the customer planned to use multiple daily injections as a backup insulin therapy. The customer was instructed to put the malfunctioning pump in storage mode and return it using a pre-paid label within ten days.